Manufacturer narrative:
Device evaluation: the accessory kit was visually inspected, and microscopically examined. No damage or abnormality was noted. Product analysis was unable to confirm the reported urethral perforation. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. Perforation is included as a potential adverse event in the product labeling. The investigation conclusion code of "known inherent risk of device" was chosen because the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that due to "other reasons" the artificial urinary sphincter (aus) surgery was aborted after the aus accessory kit had been unpacked. "The patient's urethra is thinner than the normal urethra. The patient's condition is not very suitable for the operation. Then, during the operation, when the surgeon opened the product package and prepared to use the product without using the product, the patient's urethra suddenly ruptured and ruptured. The reason is not clear to the surgeon." The urethra was repaired and no product was implanted in the patient. The physician does not believe that the ruptured urethra was related to the product. The patient was stable following the surgery.

Event description:
It was reported that due to "other reasons" the artificial urinary sphincter (aus) surgery was aborted after the aus accessory kit had been unpacked. The patient had a urethral rupture. The ureter was repaired and the patient was stable following the surgery.